Event description:
The customer reported that pump serial number (B)(4) has system error 105 alarms. There was no patient injury reported. No further information was available.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. The evaluation determined that the device was experiencing the system error 105 alarms due to failed motor flex. The motor has been replaced.